Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 806695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 implants inserted" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), nervous system disorder ("neurological disorders") and upper respiratory tract infection ("otorhinolaryngology disorders"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, headache, nervous system disorder and upper respiratory tract infection had not resolved. The reporter provided no causality assessment for fatigue, headache, nervous system disorder, pelvic pain and upper respiratory tract infection with essure. Lot number: 806695, manufacturing date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4),on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 806695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 implants inserted" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), nervous system disorder ("neurological disorders") and upper respiratory tract infection ("otorhinolaryngology disorders"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, headache, nervous system disorder and upper respiratory tract infection had not resolved. The reporter provided no causality assessment for fatigue, headache, nervous system disorder, pelvic pain and upper respiratory tract infection with essure. Amendment: the report was amended for the following reason: ansm number updated. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 806695) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 implants inserted" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), nervous system disorder ("neurological disorders") and upper respiratory tract infection ("otorhinolaryngology disorders"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, headache, nervous system disorder and upper respiratory tract infection had not resolved. The reporter provided no causality assessment for fatigue, headache, nervous system disorder, pelvic pain and upper respiratory tract infection with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.